Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as appearing as yeasty and reported the equipment was pressing on the red irritation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed nystatin from the doctor. Field services was able to remeasure and provide the patient new garments and an additional one as well. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as appearing as yeasty and reported the equipment was pressing on the red irritation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed nystatin from the doctor. Field services was able to remeasure and provide the patient new garments and an additional one as well. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.